Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and the advantage fit system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse, and rectocele. It was reported that the patient had the concurrent procedures of sacral colpopexy; rectocele; and cystoscopy performed during mesh implantation. It was reported that patient underwent excision of exposed mesh with a partial colpectomy on (B)(6) 2013.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethroscopy.

Manufacturer narrative:
Date sent to the FDA: 8/21/2015. (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, dyspareunia and other. It was reported that patient underwent mesh removal on (B)(6) 2013 due to exposed mesh and dysuria. No additional information was provided.